Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector n35-o was damaged. The following information was provided by the initial reporter: it was reported the opaque rubber stopper that sits inside the injector port detached from the injector. Verbatim: we found another defective injector. Our pharmacy technician was withdrawing gemcitabine from the vial into a syringe. When she disconnected the injector from the vial adaptor, the opaque rubber stopper that sits inside the injector port detached from the injector. No contents spilled but in light of our recent incident and our efforts to continue monitoring/reporting these defects, we thought it best to pass this information your way. Fortunately, we saved the defective piece and the outer wrapper.

Event description:
It was reported that injector n35-o was damaged. The following information was provided by the initial reporter: it was reported the opaque rubber stopper that sits inside the injector port detached from the injector. Verbatim: we found another defective injector. Our pharmacy technician was withdrawing gemcitabine from the vial into a syringe. When she disconnected the injector from the vial adaptor, the opaque rubber stopper that sits inside the injector port detached from the injector. No contents spilled but in light of our recent incident and our efforts to continue monitoring/reporting these defects, we thought it best to pass this information your way. Fortunately, we saved the defective piece and the outer wrapper.

Manufacturer narrative:
H6: investigation summary: as the physical sample was chemo contaminated, it could not be sent for evaluation. Two photos were provided to our quality team for investigation. Through visual inspection of the photos, the membrane is observed to be detached from the optima injector. There is no visible damage or defects on the injector or injector membrane that could be observed within the photo. A device history review was performed for reported lot 2101316, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. One package of retained samples from lot 2101316 were used for additional evaluation. All product was visually inspected, no defects or detached membranes were identified. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. All testing and inspection results was reviewed for the reported lot with no issues identified related to the reported malfunction. While we could not identify a direct issue, it is possible the hole on the bottom of the membrane was clogged, preventing proper assembly. As a result of the clog, the cannula would not properly penetrate the membrane, therefore, could lead to the detachment of the membrane. As we do not have the physical sample to evaluate, we cannot verify this to be true for the incident reported. The injector membrane is provided by a supplier whom we have notified of this incident. A project has been initiated to implement improved inspections to better identify any clog in the membrane and ensure proper assembly. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence. H3 other text : see h10.